Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lung resection procedure, device was defective and locked and it was not possible to open it for loading. Another device was used to complete the procedure. There were no adverse consequences for the patient.